Event description:
It was reported that, during the implant procedure of this implantable cardioverter defibrillator (ICD), it exhibited noise and oversensing on the right ventricular channel. A connection issue with the header was suspected and the lead was repositioned and re-inserted. However, the overseeing continued to be present. It was decided to program the therapy off and review the device the next day. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that, during the implant procedure of this implantable cardioverter defibrillator (ICD), it exhibited noise and oversensing on the right ventricular channel. A connection issue with the header was suspected and the lead was repositioned and re-inserted. However, the oversensing continued to be present. It was decided to review the device the next day. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the device was re-evaluated the next day and the issue was resolved. Additionally, it is suspected that the root cause was oversensing of air in the header with an initial lead to header connection issue.

Manufacturer narrative:
Information was corrected from the following fields: b5: describe event or problem field this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. Additional information was added to the following fields: b5: describe event or problem field h6: device codes.

Event description:
It was reported that, during the implant procedure of this implantable cardioverter defibrillator (ICD), it exhibited noise and oversensing on the right ventricular channel. A connection issue with the header was suspected and the lead was repositioned and re-inserted. However, the oversensing continued to be present. It was decided to program the therapy off and review the device the next day. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the device was re-evaluated the next day and the issue was resolved. Additionally, it is suspected that the root cause was oversensing of air in the header with an initial lead to header connection issue.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.